Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device could not be accessed via the charging button on the external paddles. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device could not be accessed via the charging button on the external paddles. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the charging button on the paddle failed to deliver the shock. The device was delivered to the third-party philips authorized service provider (asp) center for the technical evaluation/repair. The asp technician evaluated the device, completed the operation test which the device passed successfully. The device is fully functional and no malfunction observed. The product support engineer reviewed the device log. Based on the complaint description, the charge button on the device functioned correctly, whereas the charge button on the external paddles did not. This indicates an issue with the external paddles rather than the xl+ device itself. The provided data contains only the patient event file. A philips senior medical safety/medical affairs manager reviewed the patient event file for the following reported issue: during a cardioversion procedure with the heartstart xl+ defibrillator, the charging function could not be accessed using the charging button on the external paddles, even after restarting the device twice. Ultimately, charging was only possible via the button on the defibrillator itself. This resulted in a delay in therapy delivery. Clinical re-assessment was performed by the senior medical safety manager/medical affairs manager based on new information received from a gfe - the patient event files provided were reviewed, but none of the files included the clinical event details provided by the customer, so no further investigation can be completed. The patient event files provided was reviewed, but none of the files included the clinical event details provided by the customer, so no further investigation can be completed. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specifications.